Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post-operative a left colectomy, there was bleeding in the anastomosis. A colonoscopy with a hemostatic was done to stop the bleeding. The hospital stay of the patient was extended for a day.